Event description:
Customer reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and helped the customer set up a temporary loaner, which would serve as the primary pump until the original one is returned. The customer understood and acknowledged this procedure.